Event description:
The hospital representative reported an infusion pump with an 812:00 failure code which was observed during patient use. The representaive stated that saline was being infused and the pump was immediately exchanged at the time of failure. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. Information was requested but details were not available regarding patient status, tubing product code, infusion rate or set up of the infusion device. Additional contact information was requested but no additional contact was provided.